Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source exhibited error code b30. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), tac advised to turn the unit off (clv-190 and cv-190), reseat the maj-1941 cable, clean the contact pins on the scope electrical connector, blow a bit of air on the clv-190 connector, and plug the scope back in and turn the system back on. After completing these steps, the issue still occurred. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.